Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was above 700 mg/dl. Customer received assistance from a nurse who administered intravenous insulin in the customer's home. Customer also change the infusion set to address the issue. In addition, it was reported that the pump battery gauge was observed to be fluctuating. Reportedly, customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged battery issue could not be verified.